Manufacturer narrative:
All info provided by manufacturer, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward.

Event description:
It was reported that the device was showing noise alerts every hour. The pacing lead impedance had increased and the capture threshold had increased. Technical services suggested the high voltage lead impedance measurements were being sensed on the atrial channel. Reprogramming changes were recommended.